Event description:
It was reported that this patients device was approaching elective replacement indicator (eri). In addition, noise was seen on the right atrial channel with no capture in the bipolar configuration and capture in the unipolar configuration. It was noted that the device longevity was six and a half years in 2023 and was three and a half years in 2024. Most recently the battery showed less then six months remaining. An allegation of rapid battery decrease was noted. The device was explanted while the right atrial (ra) lead remained implanted. No adverse patient effects were reported. Should the device be returned analysis will be performed. It was noted that the surgeon who originally implanted the device liked to wrap the leads around and flip the device in the pocket thus this could have resulted in the issue with the ra lead. The lead was programmed to unipolar pacing and bipolar sensing as it had been with the previously device. The lead was then tested with a pacing system analyzer (psa) and showed capture in the unipolar setting.

Event description:
It was reported that this patients device was approaching elective replacement indicator (eri). In addition, noise was seen on the right atrial channel with no capture in the bipolar configuration and capture in the unipolar configuration. It was noted that the device longevity was six and a half years in 2023 and was three and a half years in 2024. Most recently the battery showed less then six months remaining. An allegation of rapid battery decrease was noted. The device was explanted while the right atrial (ra) lead remained implanted. No adverse patient effects were reported. Should the device be returned analysis will be performed.